Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem was first identified prior to a procedure. The intended procedure was completed using the same device without a delay to the procedure. No other devices were replaced during the procedure. The user facility confirmed no patient injury or medical intervention occurred associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer's investigation, since the phenomenon was not reproduced in the repair department, it is likely there was no abnormality in the subject device, but in any of the other devices (endoscope, video processor, light source cable), or a flicker occurred because the lamp was close to the end of its useful life.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was burned in for 4 hours with a test video processor and an olympus series 180 scope; the video image and brightness were verified to function as expected. A non-olympus lamp was found at 100+ hours and light output below specifications. A conclusive root cause could not be determined.

Event description:
A user facility reported to olympus that the bulb was strobing and flickering. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.